Event description:
Customer reported receiving a low battery icon on his precision xtra meter but did not replace the meter battery. Customer stated that he was not able to test because of the battery icon. As a result, customer reported having high blood glucose and he was feeling tired, exhausted and "not hungry". Paramedics were called and they transport customer to a health care facility where he was diagnosed with severe hyperglycemia and treated with insulin. Customer stated that he was hospitalized for 4 days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.